Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-05359, 2017865-2019-05360. It was reported that the patient developed a pocket infection. The pacemaker, right ventricular lead, and right atrial lead were explanted. The patient was in stable condition.